Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented due to bradycardia. It was discovered that the right ventricular lead was fractured, which led to noise with pacing inhibition. The lead was reprogrammed and observed overnight prior to the extraction. The lead was removed and replaced the next day on (B)(6) 2018. There were no procedure related complications.